Event description:
On (B)(6) 2011, patient reported he has been experiencing elevated blood glucose readings for no reason at all for the last month. Patient reported his blood glucose readings on (B)(6) 2011 was 229 mg/dl and he gave a bolus of 12.0 units of insulin; on (B)(6) 2011 at 4:47 pm his blood glucose reading was 302 mg/dl and he took 14.0 units of insulin; and on (B)(6) 2011 at 9:56 pm, his blood glucose reading was 414 mg/dl. Patient stated his blood glucose readings on (B)(6) 2011 were 117 mg/dl, 168 mg/dl, 122 mg/dl, 165 mg/dl, and 197 mg/dl. Patient reported this morning his blood glucose reading was 95 mg/dl at 9:50 am and at 2:14 pm at lunch his reading was 296 mg/dl. Patient stated he had eaten and taken a 10.0 unit bolus of insulin. Patient's target blood glucose range is under 120 mg/dl. Patient reported the infusion device did not give any alerts or errors. On call back on (B)(6) 2011, patient reported when he switched to the backup infusion device, his readings came down into the target blood glucose range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.